Event description:
The customer reported, that the device received a door open error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced non alaris door latch for broken, replaced rear case broken, replaced left iui corroded. As found 9.33 sw as left ver 9.33. Tested pm. Based on the findings, service determined, that the proximate cause of the reported issue was, due to broken/damage of the door latch assembly. 3rd party part. Functional testing confirmed, that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations, found the sear to properly close the safety clamp when the door was opened. A review of the device history record in sap for sn#: (B)(6) was performed, from the date of the manufacture to date of the release of product. Which confirmed, that this device was not involved in a production failure. And product was returned for servicing. Which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed, for the sn#: (B)(6). Did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced non alaris door latch for broken. Replaced rear case broken. Replaced left iui corroded. As found 9.33 sw as left ver 9.33. Tested pm. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #(B)(4) for iui's. CAPA # (B)(4) 3rd party door latch.

Event description:
The customer reported that the device received a door open error. There was no patient involvement.